Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. There was no adverse impact to the customer's blood glucose. Technical support arranged for a replacement pump, and the customer planned to use a backup insulin pump to maintain insulin delivery.